Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Patient also experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction h6- medical device problem code- should be 2017 - improper or incorrect procedure or method rather than 3283 - wireless communication problem.